Event description:
It was reported this balloon ruptured at twelve atmospheres during deployment of another MFR's stent in the left renal artery. The balloon was caught in the partially deployed stent and resistance was encountered upon removal. Continued exertion against resistance resulted in the balloon and a portion of the catheter shaft breaking and detaching inside the stent. The stent, which encased the detached balloon and catheter segment, was withdrawn to the iliac artery, utilizing a forceps. An inability to remove the stent, balloon and catheter segment from the pt resulted in placement of an iliac stent to secure this stent, balloon and catheter segment to the iliac wall. Another stent was placed at the intended implant site. The pt's condition is good and has since been discharged. This device remains in the pt. Therefore, no failure analysis will be available. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization for use in a calcified lesion. Dilation of a stent may result in contact with a surface that could damage the balloon material. Therefore, co believes the above factors may have contributed to this event. However, without evaluating the device the co cannot determine the exact cause for this event. Directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature. Any use for procedures other than those indicated in the instructions is not recommended. If resistance is felt when removing a guidewire through a catheter or if resistance is felt when removing a catheter through an introducer sheath, stop and remove them as a complete unit to prevent damage to the guidewire, catheter or vessel."